Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report of potential claim received from (B)(6) regarding revision of depuy/corail hip implants. Revision due to raised ion levels and fluid collection. Update sep 25, 2017: claim letter received. Claim letter alleges pain. Updated product and lot information. There were no medical records provided. Update oct 9, 2017: additional information received.

Manufacturer narrative:
Report of potential claim received from (B)(4) regarding revision of depuy/corail hip implants. Revision due to raised ion levels and fluid collection. Update sep 25, 2017: claim letter received. Claim letter alleges pain. Updated product and lot information. There were no medical records provided. This complaint was updated on: oct 05, 2017. Update oct 9, 2017: additional information received. There is no new information added. This complaint was updated on: oct 24, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.